Event description:
During use for cardioplumonary bypass, the level sensor module erroneously rpeorted that the blood level had fallen below the "alert" level. There were no adverse consewuence to the pt as a result of this event.